Event description:
Additional information received from a health care professional (hcp) reported actions/interventions as reprogrammed. The cause of the intermittent stimulation and overstimulation was unknown.

Event description:
The patient's wife reported that the patient's stimulation was intermittent, and when it finally fires, the patient discovered it was way too high and would drop him to the ground. This was noted to have started within the last couple of weeks. It was later reported on (B)(6), that they do not know what had caused the stimulation issue. The patient had not been reprogrammed the last couple of years. An appointment was scheduled with the physician for (B)(6) 2016 to get this resolved. Indication for use included peripheral neuropathy, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.